Event description:
It was reported by service report that the bed was stuck at mid position, and unable to lower electrically. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: pinched foot-end sensor cable. Faulty head-end potentiometer. Faulty cpu board.